Event description:
It was reported that the patient experienced a shocking/jolting sensation when a CT scan of their pelvic/abdominal area was conducted. The CT scanner was a (B) (4) 64 slice CT. The patient's stimulation was on during the CT scan. The patient reported returning "back to their normal self". Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).